Event description:
Catheter reported to have broken (fractured) on removal. Female pt admitted at hosp for or removal of residual catheter piece. Admission was reportedly on 06/05/98. Report of this incident was given via telephone by the user facility on september 01, 1998. No other info has been made available by the user facility.